Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that two ar-1915ft-1, suture anchor corkscrew ft, were used for a brostöm repair in the fibula. Patient was a young male professional football player with hard bone quality. Although the correct steps were taken - cortex predrilling with k-wire which is included in the corkscrew package- both corkscrews broke off at the level of the screwdriver just above the corkscrew. Broken piece remains in patient. The surgery was finished successfully with a different device, part number ar-1915sf-1. It was not necessary to switch the surgical technique or do a second surgery. Update (B)(6), (B)(6) 2019: one screw is still half way inside patient. Surgeon had no means of taking it out again. The other screw was completely inside the bone and usable. The broken screw is fixed inside the fibula bone and stable. It will not move. A second anchor was used to complete the brostöm repair.